Manufacturer narrative:
Implant loss is a known complication associated with the use of bone anchored hearing systems and is described in the ponto system labelling; spontaneous implant loss has a variety of potential causes, including lack of adequate bone quality and/or quantity, lack of irrigation during surgery, surgical complications, infection, generalized diseases and trauma to the implant. Should the implant become loose there is normally bone available for surgical placement of a new implant close to the old site.

Event description:
Implant loss-spontaneous loss.